Event description:
It is reported that during use, the patient was continuing to turn the catheter in order to maintain discharge flow. Upon turning, he experienced pain and removed the product. When removed, he noticed bleeding. When examined the product he realized that there were no holes in the catheter. Patient has been to see his general practitioner (gp) and has been referred to a urologist to assess if any further damage. Currently using a drainage bag as an interim alternative.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury based on reports of a bleed; in addition from a preliminary clinical perspective, a causal relationship between the catheter and this event is deemed possible because it occurred shortly after the customer withdrew the catheter from the urethra. An investigation was conducted based on the information provided by the customer and evaluation of the returned sample. Photo of catheter was received and visually tested on (B)(4) 2011. The product on picture did not meet specification. An analysis to determine the potential root cause indicates that likely cause is: the tube was not inserted in puncher tool and punching process was not performed. One used catheter received was tested on (B)(4) 2011 with the following results: it was confirmed there were no drainage holes in the tip and the entire length of the catheter and connector are covered with dried blood. Nothing was found in the surface features or any other aspects of the catheter that could have contributed to the bleeding. In conclusion, based on the findings from evaluation of the actual product, it was found to be uniformly smooth, soft and flexible. Note: this MDR is being reported as a result of a retrospective review of complaint records conducted by convatec for complaints received from (B)(4) 2011 - (B)(4) 2013. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedure.